Event description:
It was reported that a user experienced a high blood glucose event after a larger-than-usual meal while using the ilet system, reaching 336 mg/dl despite a standard meal announcement and subsequent automated dosing behavior; the user later reported a blood glucose (bg) of 156 mg/dl before breakfast and sought clarification on meal announcements and correction timing. Investigation included troubleshooting and education with the user regarding meal announcement practices and system operation. Further investigation of this case revealed no device malfunction reported by the user and an unclear cause for the hyperglycemic excursion. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no medical intervention beyond routine device use, and blood glucose not affected at the time of the call. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia of unclear cause with user education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.